Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation on 03-jul-2021. The device evaluation was completed on 12-aug-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and spi screening test of the returned device. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax on the thermocool® smart touch® sf bi-directional navigation catheter . Shaft proximity interference (spi) screening test was performed, in accordance with biosense webster, inc. Procedures. The returned sample was connected to carto 3 system and error 106 was displayed in the screen. Therefore, the catheter was dissected on the tip area. Loss of electrical continuity of the yellow paired wires to sensor was found. Concluding that it was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially, brockenbrough method was conducted. Nothing after the puncture. Catheter was inserted into the left atrium. The thermocool® smart touch® sf bi-directional navigation catheter was also inserted into the left atrium. CT merge was conducted by point by point. Then, there was no problem at the contact. When ablation was conducted for the pulmonary vein isolation (pvi), contact was rising abnormally and it became high. This occurred about 1hour after the catheter was used. The cable was changed and the connection was rechecked but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-aug-2021 there was reddish material and a hole on the pebax observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 12-aug-2021.